Manufacturer narrative:
It was reported that the max inflate feature of the excel care bed was not working and the patient developed a pressure injury. It is noted that the reported issue occurred " a few days" prior to the customer notifying hillrom and the patient remained in the bed. During a follow-up call with the customer, the patient's caregiver could not confirm the location of the pressure injury (back or sacral) and could not confirm the severity of the reported pressure injury. The customer stated that the patient weighs 569lbs, is difficult to turn, therefore the wound has not been visualized by this caregiver. The caregiver reported that it is believed that the wound was not present upon the patient's admission for respiratory failure, and that the wound was debrided on (B)(6) 2023. The wound is now being treated with packing, kerlex, and gauze bandage. The excel care bariatric bed is intended to be used to for bariatric patients of all age groups with varying medical and physical conditions. The bed has an expandable surface (es) and supports patient weights between 250 lbs and 1000 lbs (113 kg and 454 kg). For beds equipped with a therapy surface, the amount of pressure to support a patient can be set automatically, based on the patient¿s height and weight, or manually, for custom configurations. The bed's max inflates mode when initiated inflates the mattress assembly to its maximum pressure. The max inflate mode remains inflated for 30 minutes unless manually interrupted or programmed for a shorter period of time. An inspection of the bed by a hillrom technician could not be performed onsite. The bed was swapped and the associate bed was taken to a hillrom facility for further inspection. Further inspection of the associated device notes no active alarms and found the bed to be working as designed. The development of pressure ulcers is multifactorial and cannot be only attributed to the performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. In this event, due to the limited details provided by the customer, the severity of the reported wound could not be determined. Based on the report, that the wound was debrided, it can reasonably be concluded that a stage 3 or greater (serious injury) occurred. It can reasonably be concluded that the cause of the reported wound is multifactorial including difficulty in turning patient and visualizing her skin due to size, use error due to the patient remaining in the bed, and the customer's failure to promptly notify hillrom of the potential issue, as it is noted in the allegation of malfunction occurred a few days prior to the customer notifying hillrom. Based on this information, no further action is required.

Event description:
It was reported that the max inflate feature of the excel care bed was not working and the patient developed a pressure injury. It is noted that the reported issue occurred " a few days" prior to the customer notifying hillrom and the patient remained in the bed. This report was filed in our complaint handling system as complaint # (B)(4).